Event description:
Country of complaint: (B)(6) . During pulling of thread, it disintegrated. Thread detached from needle.

Manufacturer narrative:
Manufacturing site investigation: samples received: 18 unopened pouches. There are no previous complaints of this code batch. We manufactured and distributed (B)(6) units of this code batch, there are units in OEM stock. Tightness test to the samples received has been performed and the units are tight. Needle attachment tests of the samples received was performed and the results fulfill the requirements of the OEM. Needle attachment results before releasing the product were within specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications of the OEM, we take note of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: not applicable.